Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The controller board and the node board needed to be replaced. The node board is on back order and the svc rep will open a continuation case. No further svc info was provided at this time.

Event description:
The customer reported that the system would not produce images. No pt injury was reported.